Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that there was no atrial sensing or pacing noted on current electrograms (egm) indicating a possible issue with the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.